Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a stroke. It was also reported that the right ventricular (rv) lead triggered an alert for out of range high impedance on the superior vena cava (svc) coil due to a possible fracture. The rv defib coil also had varying readings that included high impedance measurements. The lead extraction was not successful. After many attempts to implant a new lead, it was decided to place a new system on the right side. No further patient complications have been reported as a result of this event.